Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician decided to abandon the patient's trial implant procedure due to the patient experiencing abdominal cramps. The physician indicated the abdominal cramping was due to a reaction to vancomycin. The abdominal cramps resolved and patient was sent home. There were no devices implanted in the patient.